Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. Upon explant, a fluid loss was noted; however, its source could not be identified. All components were removed and a new ipp was implanted. There were no patient complications.